Manufacturer narrative:
Follow-up information was received on 07-jul-2016 via active online listening. She had essure when she was (B)(6). She claimed that her adverse side effects began soon after the non-surgical procedure. About three days after procedure her symptoms started with bloating, abdominal pain, hair loss. She got dizziness and joint pains. She also gained weight, and lost weight. She has gotten to a point lately where she did not have an appetite anymore. She will end up being a hysterectomy, or a removal of her uterus, by the end of the year. The reporter considered the events related to essure. Company causality comment: this medically confirmed, potential legal and spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at hysterosalpingogram (hsg) one of them may be too proximal (interpreted as a device dislocation). She also experienced pelvic pain. She had hysterectomy performed. These events were considered serious; due to their medical importance and are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the patient reported that on hsg one of essure coils may be too proximal, later upon receipt of follow-up information from physician hsg results showed that proximal one third of the essure devices partially protrude into the uterine cornu bilaterally; and this appeared to adequately preclude the fallopian tubes but was a variant normal deployment. Although the exact date and mechanism of this dislocation were not known, given its nature it was considered as related to essure therapy. For the event pelvic pain, based on its nature, a causal relationship cannot be excluded. Additionally, the patient reported heavy bleeding (serious, listed event) and non-serious events; including suspicion that a broken piece was floating freely in her uterus. Product technical analysis was performed (no complaint sample was provided for a technical investigation although a hsg film was "(B)(6)" by the consumer) and there was no device breakage visible on the hsg films; also no breakage was reported in hsg results provided by physician. Since surgical intervention was performed, this case was upgraded to incident. Based on the information available there is no reason to suspect a quality defect. Further information will be obtained through the litigation process.

Event description:
On 20-feb-2014 on a company internet site it was found, that a consumer in the united states stated she has suffered from essure (fallopian tube occlusion insert) and would require a hysterectomy at (B)(6). Case report was invalid since no event was specified. Follow-up was received on 13-mar-2014 due to consumer had been contacted, and case became valid. Consumer answered to a questionnaire. Consumer's medical history included ibs (irritable bowel syndrome) since age (B)(6), migraines, back problem from a car accident, and (B)(6). Consumer had essure (ess305, fallopian tube occlusion insert), lot number b30422, inserted on (B)(6) 2013, five weeks after delivery (off label use), she was (B)(6). Depo was used as back-up contraception after essure insertion and before total occlusion confirmation. Hsg (hysterosalpingogram) test has not been performed due to insurance problems, she has no insurance. Three days after implantation, on (B)(6) 2013, consumer started to experience stabbing pains daily all day, hair loss, period every two to three months and it lasts one day with heavy flow using one super tampon per hour, intense cramping with her period, dizziness, migraines daily, mood swings, pain with intercourse, intimacy issues, loss of libido, head fog, random shot of pain down her left leg, intensified ibs (history since she was (B)(6) . Consumer had called her doctor multiple times and he prescribes pain med (medication) and estrogen but she is out of insurance and it does not pay for them. Consumer believes the condition was caused by the essure devices or the essure devices contributed to the issue, because doctor never told her the essure contained nickel and she was allergic to it. The essure devices have not been removed follow up information received on 26-jun-2014 (posted in a website platform): consumer was questioning if essure could break because she wanted explanation about a broken piece floating freely in her uterus (case upgraded to near-incident). No further information was provided. Follow up information received on 07.jul.2014 from consumer: consumer`s weight and height added (overweight was observed). Her last delivery was on (B)(6) -2013. She denied any significant medical history and only claims to have chronic anemia shortly after having essure placed (approximately 3 days post-procedure) the consumer developed symptoms of pain, migraines, bloating, heavy menstrual bleeding and generally not feeling good. Her symptoms continue and have not resolved. Pain was pretty much daily and she often gets two periods a month. She stated that there was some difficulty in getting one of the inserts in place and that from the hsg, one of them may be too proximal (much of the coil may be in the uterine cavity), however, not totally sure. Also, may have a fragmented piece of one of the trailing coils within the uterine cavity. She does have a nickel allergy (breaks out when wears costume jewelry). She says she told her doctor this when he was discussing essure, but was told that it shouldn't matter or be an issue. Her physician wants to run a number of blood tests and has put her on a low dose oral contraceptive ptc investigation result was received on 09-jul-2014. This adverse event report is related to a product technical complaint (ptc).(B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. This case also reported breakage which is not necessarily indicative of a quality defect. No additional ae case reports have been received to date in relation to batch number b30422. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation although a hsg film was tweeted by the consumer (note that previously consumer reported no hsg test was performed). The rqu stated that no device breakage is visible on the hsg film. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and no device breakage. Based on the information available, there is no reason to suspect a quality defect. Based on the provided ptc results the event broken piece floating freely in my uterus was amended to non-incident. Follow up 14.jul.2014: follow up information received from the physician. Patient's data were updated, including her age, (B)(6). Patient did not have gynecological interventions, no cervical conization, no curettage, no previous ius/iud, no myomectomy, no adnexal surgery. Patient's medical history includes dysfunctional uterine bleeding on (B)(6) 2012. During essure insertion there was no cervical dilatation, no sounding and no general anesthesia. Analgesia was cervical block, xanax 0.25mg and toradol intramuscular. Essure insertion and visualization of the tubal ostium were easy. Fluid loss during hysteroscopy was not more than 1500cc and the procedure did not take more than 20 minutes. Patient used depo provera as back up contraception until confirmation of bilateral essure occlusion. Hsg (hysterosalpingogram) was performed on (B)(6) 2014 and showed scout view of the pelvis demonstrated close positioning of the metallic essure devices in the lower pelvic soft tissues. Following hsg catheter placement and retrograde instillation of contrast, the endometrial cavity except for protrusion of the proximal essure devices in the uterine cornua bilaterally. There was no contrast seen to enter the fallopian tubes bilaterally. Post void image of the uterus demonstrated persistent contrast within the endometrial cavity. Hsg impressions: nonvisualized fallopian tubes bilaterally with no evidence of free spill into the peritoneal cavity. Proximal one third of the essure devices partially protrude into the uterine cornu bilaterally. This appeared to adequately preclude the fallopian tubes but was a varian normal deployment. Physician reported that no pathology tests were done and no hospitalization occurred. Physician considered the relationship between all the events initially reported and essure as unrelated. Essure was not removed and there was no plan to remove it. Internal review on 08-sep-2014: this case was found to be a duplicate of case (B)(4). (B)(4) will be deleted from bayer database. The following information from (B)(4) was added: new reporter added (health authority). This case was also received via health authority FDA maude (case# mw5037022). Patient reported that she has anteflexed uterus. Patient reported that essure was inserted 5 weeks after she gave birth to her third son. She also reported that after essure insertion she has had debilitating side effects. She had diarrhea, nausea, depression, tingling in hands and feet and joint pain. These events began 3 days after placement and were still ongoing at time of the report. On physician follow-up (also previously reported in this case), he did not consider the patient's condition related to essure device. All other information contained in (B)(4) was previously reported by patient in this case. Follow-up received on 19-may-2015: information received from consumer via social media states that she wishes she could do something about her pain. Follow-up information received on 13-aug-2015 this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. Consumer stated that she is mother of 3. Essure was inserted just 5 weeks after giving birth to her last son. Just 3 days after procedure her problems started : abdominal pain, heavy bleeding, migraines, dizziness, hair loss, depression, mood swings, bloated belly, psoriasis and a higher sensitivity to metals. She had been suffering for 2 years. Her doctor did not place correctly (11 trailing coils on one side) as well as a fragment. Now, she is looking at a full hysterectomy due to the damage caused by this product. Case correction regarding follow-up information received on 13-aug-2015: FDA docket number (FDA-2014-n-0736-0095) was provided. Follow-up information on 05-nov-2015 and on 16-nov-2015: this is a potential legal case now. New reporters were added. Consumer ethnicity was reported as caucasian. Her medical history included 3 pregnancies with 3 parities (last term delivery on (B)(6) 2013 with oligohydramnios and concern of rupture of membranes). Her last menstrual period was (B)(6) 2014. In (B)(6) 2014, consumer received lo loestrin and felt some better. She reported that she had nickel sensitivity by skin test in the past. She said that she was having pelvic pain (10 on a pain scale) and took tylenol and advil without any relief. On (B)(6) 2014, sonogram was done and was normal. Pain was some better. She was encouraged to take 3 months of oral contraception in order to help her symptoms. On (B)(6) 2014, she was seen by doctor and she complained of pelvic pain which remained unchanged. On an unspecified date, she had hysterectomy and she was feeling amazing after. Company causality comment: this medically confirmed, potential legal and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at hysterosalpingogram (hsg) one of them may be too proximal (interpreted as a device dislocation). She also experienced pelvic pain. She had hysterectomy performed. These events were considered serious; due to their medical importance and are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the patient reported that on hsg one of essure coils may be too proximal, later upon receipt of follow-up information from physician hsg results showed that proximal one third of the essure devices partially protrude into the uterine cornu bilaterally; and this appeared to adequately preclude the fallopian tubes but was a variant normal deployment. Although the exact date and mechanism of this dislocation were not known, given its nature it was considered as related to essure therapy. For the event pelvic pain, based on its nature, a causal relationship cannot be excluded. Additionally, the patient reported heavy bleeding (serious, listed event) and non-serious events; including suspicion that a broken piece was floating freely in her uterus. Product technical analysis was performed (no complaint sample was provided for a technical investigation although a hsg film was "tweeted" by the consumer) and there was no device breakage visible on the hsg films; also no breakage was reported in hsg results provided by physician. Since surgical intervention was performed, this case was upgraded to incident. The performed product technical investigation (ptc) concluded that based on the information available there is no reason to suspect a quality defect. No further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 6-dec-2016: report sent from lawyer (new reporter), date of removal (B)(6) 2015, and new event: endometriosis. Company causality comment: this medically confirmed, potential legal and spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at hysterosalpingogram (hsg) one of them may be too proximal (interpreted as a device dislocation). She also experienced pelvic pain and heavy bleeding. She had hysterectomy performed. These events were considered serious due to their medical importance and are anticipated in the reference safety information for essure. This case was regarded as incident since a device removal was required. In this case, the patient reported that on hsg one of essure coils may be too proximal, later upon receipt of follow-up information from physician hsg results showed that proximal one third of the essure devices partially protrude into the uterine cornu bilaterally; and this appeared to adequately preclude the fallopian tubes but was a variant normal deployment. Although the exact date and mechanism of this dislocation were not known, given its nature it was considered as related to essure therapy. For the event pelvic pain, based on its nature, a causal relationship cannot be excluded. Additionally, the patient reported non-serious events; including suspicion that a broken piece was floating freely in her uterus. Product technical analysis was performed (no complaint sample was provided for a technical investigation although a hsg film was "tweeted" by the consumer) and there was no device breakage visible on the hsg films; also no breakage was reported in hsg results provided by physician. Based on the information available there is no reason to suspect a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.